Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement and the jaws were open. Functional testing noted that the reload was loaded into a representative instrument. The jaws were clamped and a noticeable gap could been seen. The reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument was difficult to insert through a port and unable to perform clamp test. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 sig power sigphandle handle - sigphandle, serial# unknown sig power sigadaptxl linear xl adapter - sigadaptxl, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during set up prior to firing, the jaws would not close completely. As the tip was too open, the reload cannot pass through the trocar. The issue occurred on four reloads. Another reload from another lot number was used to complete the case. The surgical time was extended for 40 minutes due to the issue.